Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Hearing performance affected. No swelling or redness over the implant site. Further medical intervention is considered.

Event description:
Hearing performance is affected. No swelling or redness over the implant site. User has been re-implanted but the device has not yet been made available.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance was affected. No swelling or redness was observed over the implant site. The user has been re-implanted. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Further medical intervention is considered but no information has been received yet.

Event description:
Hearing performance affected. No swelling or redness over the implant site. Further medical intervention is considered. Despite requested, no additional information could be retrieved.